Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was seen by emergency medical technicians (emt) for hypoglycemia. The bg (blood glucose) levels dropped to 30 mg/dl, and the patient lost consciousness. For treatment, the patient was given intravenous (IV) glucose. Three due diligence attempts were made with no new information. If new information becomes available, we will supplement the report.